Event description:
It was reported that at the six week follow up, the physician could not activate, inflate or deflate the inflatable penile prosthesis (ipp). The pump was replaced and the device worked great in the operating room. A full recovery is expected for the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection of the momentary squeeze pump found no leaks. The pump failed 8lb activation test (2) as it required more than 8lb of force to activate. Product analysis conclude the activation issue observed affects the functionality of the pump. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that at the six week follow up, the physician could not activate, inflate or deflate the inflatable penile prosthesis (ipp). The pump was replaced and the device worked great in the operating room. A full recovery is expected for the patient.